Manufacturer narrative:
(B)(4); following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine follow-up, this device exhibited an earlier than expected battery indicator of eri (elective replacement indicator). Detailed review of the device diagnostic data confirmed that this s-ICD was experiencing an accelerated rate of depletion. Based on the devices battery voltage measurements and current rate of depletion, engineers estimated that the device would reach end of life (eol) status within one week. Engineers requested the explanted unit be returned for root cause analysis determination. No resulting adverse patient effects have been reported. Subsequently, the device was explanted and is expected to be returned for analysis.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed. Review of device memory found the device recorded a battery depletion error on (B)(6) 2018 and reached elective replacement indicator (eri) battery status on that same day. The device case was removed to facilitate inspection of the internal components. Visual examination of the inside of the device identified no anomalies. Next, circuit testing was completed. Analysis concluded the device exhibited premature battery depletion due to an issue with the litronik battery. Review of our quality system identified a small amount of additional model 1010 devices that exhibited premature battery depletion due to issues with a litronik battery. We will continue to monitor for additional field reports and determine what, if any, actions are necessary. It is important to note this type of battery was only used in model 1010 devices and is now obsolete.

Event description:
Boston scientific received information that during a routine follow-up, this device exhibited an earlier than expected battery indicator of eri (elective replacement indicator). Detailed review of the device diagnostic data confirmed that this s-ICD was experiencing an accelerated rate of depletion. Based on the devices battery voltage measurements and current rate of depletion, engineers estimated that the device would reach end of life (eol) status within one week. Engineers requested the explanted unit be returned for root cause analysis determination. No resulting adverse patient effects have been reported. Subsequently, the device was explanted and returned for analysis.